Event description:
While reviewing the programming history available to the MFR for the pt's vns generator, it was noted that the pt's vns settings on (B)(6) 2006 were indicative of a faulted diagnostics test that likely occurred at the previous visit on (B)(6) 2006. The pt likely left the previous visit at unintended settings that were not corrected until the next visit. A final interrogation was not performed as recommended to verify that the pt was at the intended settings. No adverse events have been reported as a result of the anomaly.

Manufacturer narrative:
Analysis of programming history.